Event description:
It was reported that the left ventricular lead exhibited high impedance and a capture anomaly. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was capped on (B)(6) 2013 and subsequently explanted on (B)(6) 2013.

Event description:
Additional information on 10/07/15 notes the lead was capped due to perforation and explanted due to dislodgement.